Event description:
Pt received an egd. During procedure physician used argon plasma coagulator to cauterize some avascular malformation. As a result of cautery the esophagus was perforated pt returned & had surgery for repair.